Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. There was a lead migration and the patient reports stimulation sensation in their ribs and abdomen. The office repeated an x-ray and confirmed the lead migration. X-rays were uploaded and the lead was at the top of 9 and currently is at the bottom of 10. The stimulation was shut off. The patient was given a referral for neurosurgery to replace the percutaneous lead with a paddle lead. Surgical intervention is planned but has not yet been scheduled. The issue was noted to be resolved and the patient was alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-05. The cause of the lead migration was not determined. Surgical intervention is scheduled for (B)(6) 2018 where a lead replacement will occur. The lead will not be returned for analysis. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-may-23 indicating that the physician was made aware. No further complications were reported/are anticipated.